Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer, and identified the failure mode as multiple hardware. The fse replaced the tubing, connectors, reference block, reference valve and buffer valves which resolved the issue. The beckman coulter internal identifier is case (B)(6).

Event description:
The customer reported the generation of erratic ion selective electrode (ise) patient results on their au480 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.